Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to pump to the desired inflation. The difficulty with pumping caused the patient tenderness. The physicians attempted to inflate the device in the or and was unable to obtain the rigidity due to the difficulty with pumping up the device. The cylinders and pump were replaced. There were no additional patient complications reported.